Manufacturer narrative:
A ge oec service rep investigated the issue and found an error in the event log indicating as arc. The high voltage candlesticks at the tube were cleaned and re-greased. The system was further tested for arc and had no failures. The system was functioning as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 9800 fluoroscopy system shut down during a procedure. The system was rebooted and the system functioned normally and the case was completed with no further incidents.